Event description:
Consumer's husband alleges his wife's unit jerked and allegedly threw her off of the scooter.

Manufacturer narrative:
On (B)(6) 2025, tech went out and replaced the front to rear harness and the controller. Unit is working properly. Parts never received for evaluation.

Event description:
Consumer's husband alleges his wife's unit jerked and allegedly threw her off of the scooter.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.